Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that the procedure was a mechanical thrombectomy of cerebral blood vessels. An emboguard 87, 95 cm balloon catheter got kinked during the procedure. The devices were used according to the instructions for use (IFU). No negative impact to the patient was reported. It is unknown if a continuous flush done. A trak microcatheter was used. Additional event information received on 06-nov-2025 indicated that after device preparation, a sheath was placed through femoral access. After advancing the guidewire and microcatheter (jb2) to the internal carotid artery, the emboguard was inserted up to the internal carotid artery. During withdrawal of the inner catheter, the tip moved and the emboguard kinked as it was pulled back. This was an acute ischemic stroke (ais). Aorta arch type: 3. Puncture site: groin. The kink occurred during withdrawal of the inner catheter. Other concomitant devices were chikai guidewire and trak microcatheter

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 16-nov-2025 indicated that the event occurred in the patient, prior to aspiration or delivering stent retriever. Additional event information received on 27-nov-2025 confirmed that the kink is located at the catheter shaft. Additional passes were performed using the replaced catheter branchor balloon catheter. The event did not result in any undue procedural delay that could be considered clinically significant or patient harm. There was no damage to the packaging. There was no break in material integrity at the site of the defect, such as cracking or fracture. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: a healthcare professional reported that the procedure was a mechanical thrombectomy of cerebral blood vessels. An emboguard 87, 95 cm balloon catheter got kinked during the procedure. The devices were used according to the instructions for use (IFU). No negative impact to the patient was reported. It is unknown if a continuous flush done. A trak microcatheter was used. Additional event information received on 06-nov-2025 indicated that after device preparation, a sheath was placed through femoral access. After advancing the guidewire and microcatheter (jb2) to the internal carotid artery, the emboguard was inserted up to the internal carotid artery. During withdrawal of the inner catheter, the tip moved and the emboguard kinked as it was pulled back. This was an acute ischemic stroke (ais). Aorta arch type: 3. Puncture site: groin. The kink occurred during withdrawal of the inner catheter. Other concomitant devices were chikai guidewire and trak microcatheter. Additional event information received on 16-nov-2025 indicated that the event occurred in the patient, prior to aspiration or delivering stent retriever. Additional event information received on 27-nov-2025 confirmed that the kink is located at the catheter shaft. Additional passes were performed using the replaced catheter branchor balloon catheter. The event did not result in any undue procedural delay that could be considered clinically significant or patient harm. There was no damage to the packaging. There was no break in material integrity at the site of the defect, such as cracking or fracture. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) of the emboguard devices cautions users against advancing or withdrawing the catheter or dilator against resistance without careful assessment of the cause of resistance using fluoroscopy. If cause cannot be determined, withdraw the catheter/dilator while exercising caution. Movement against resistance may result in damage to vessel or catheter/dilator, e.g. Kinking, or cause patient injury. Additionally, if the emboguard catheter becomes severely kinked, users are instructed to withdraw the entire system, (i.e. Emboguard catheter, intermediate catheter, guidewire, etc.). Use of a damaged device may result in vessel injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.